Event description:
A 2.5 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid rca lesion. Lesion morphology was reported as non-tortuous. It was reported that the lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and successfully deployed the stent at 14 atm. Post dilatation was performed with a 2.75 balloon at 20 atm; however, the stent appeared undersized. A second balloon was attempted for post dilatation. It was noted at this time that the stent appeared to be separated. A second endeavor 2.75 x 8 drug-eluting stent was placed within the endeavor drug-eluting stent. Pt is reported to be satisfactory. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
(Other, secondary intervention) - (other, stent appeared to be separated) - other, pending dvd evaluation.